Manufacturer narrative:
(B)(4).

Event description:
Patient 's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to confirm that airplane mode is not enabled and to reset the smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)